Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that (B)(6) caucasian patient who underwent primary breast augmentation surgery with two unspecified saline breast implants experienced positive ana test, dizziness, hair loss, heart palpitations, pain in right arm pit, lumps in breast, scar tissue, pain in right arm, right implant migration, bilateral capsular contracture baker grade unknown and general fatigue post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right sided device. See 1645337-2019-22552 for contralateral prosthesis report.